Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient's device was unable to interrogate during surgery assumed to be due to normal generator depletion. A new generator was placed and high impedance was seen. It was reported that troubleshooting was performed to confirm good pin insertion, but that high impedance was still observed. The patient then received a full revision. The surgeon indicated there was extreme calcification around the patient's generator and lead. No other relevant information has been received to date. The explanted products have not been received by the manufacturer to date.